Event description:
The lay user/pt called lifescan (lfs) on february 18, 2008 and alleged that her one touch ultra meter was reverting to set up mode. The medical affairs is classifying the complaint based on the customer service agent (csa)'s documentation, as the pt could not be reached by phone to obtain additional info. According to the pt, the reported issue started in 2008. The pt currently takes 10 units of insulin during the day and 16 units of lantus at bedtime. The pt was taking 20 units of lantus, but it had been reduced to 16 units by her doctor one month earlier. The pt reported of experiencing shaky, sometimes in 2007, after the reported issue started. The pt denied taking any additional action or receiving medical attention due to the reported issue. She was not tested on another device at the time of concern. The csa was able to resolve the issue during troubleshooting by training. The csa also verified that there was no trauma to the meter. Replacement products have been sent to the pt. This complaint is being reported as an adverse event, as the pt claimed the lfs meter reverting to the set-up mode and later, feeling shakiness, a symptom, which can be associated with severe hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject product for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.